Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged into the coronary sinus. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.